Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported having problems ever since the time of implant. Additionally, the patient felt the device depleted too quickly.